Event description:
The patient was undergoing an open heart procedure to have a ventricular assist device explanted. The patient was on cardiopulmonary bypass and being supported by the heart lung machine and ventilator. The pump module that is critical in circulating oxygenated blood into the patient stopped suddenly. The perfusionist quickly started manually cranking the roller to maintain blood flow. He performed trouble shooting steps and tried to override and re-start the pump but could not isolate any problem nor could he re-start the pump module. The malfunctioning pump module was replaced with a back up pump module. The new pump worked and the surgical team was updated of the pump status. The patient's pressures were maintained during this incident and there was no delay or procedure downtime that occurred secondary to this event.